Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an advanced evaluation trial patient who was using an external neurostimulator (ens) for non obstructive urinary retention and urgency frequency. The trial began (B)(6) 2021. It was reported that the patient had not felt stimulation since they left the hospital. The device was not working until last night around 10 pm. They thought maybe a wire came loose or came out. Things seemed to be working now.